Event description:
The pt had surgery 12/29/98 to reverse a failed gastroplasty. Postoperatively she was found to have a large retroperitoneal abscess. On 1/9/99 she underwent a CT-guided percutaneous abscess drainage using a meditech flexima #10 french all-purpose drainage catheter with locking pigtail. The catheter was left in place to continue gravity drainage. When another abnormal fluid collection was found, a second catheter of the same kind was placed on 1/12/99 to drain the abscess cavity. The first catheter broke on 1/18/99 and the second broke on 1/20/99 below the skin surface, leaving segments of both catheters within the abscess cavity. On 1/25/99 surgery was done to retrieve both catheter pieces and repair a gastric fistula.